Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. During the follow up, it was discovered that the atrial lead had dislodged. On (B)(6) 2019, the lead was successfully repositioned. There were no reported adverse consequences to the patient.